Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a deflated cuff occurred after more than one hour in use. After two days of use, the customer found the cuff had deflated, and a new tube was used to intubate. The patient was a home care patient who was not receiving any medical treatment. There were no adverse health outcomes reported.

Manufacturer narrative:
One device was returned for evaluation in used condition and without original packaging. Visual inspection of the device found a hole in the cuff. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process with a similar part (same manufacturing procedures, process controls, and inspections) was performed and found no discrepancies. Based on the evidence, the root cause was unable to be determined.